Event description:
It was reported that balloon rupture occurred. The severely calcified and moderately tortuous target lesion was a 99% in-stent restenosis of an unspecified stent implanted in the mid to distal right coronary artery. A 2.00mm x 15mm emerge balloon catheter was advanced but had difficulty in crossing the previously implanted stent. The balloon catheter eventually crossed the previously deployed stent however the balloon ruptured at an unknown atmosphere and at an unknown number of inflation. The procedure was completed using a 2.0mm non bsc balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).